Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. Tried reboot but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) confirmed the station had no internet access due to ethernet issues in the medication room. The fse verified other ethernet ports were working and informed the customer that the issue was isolated. Then, the fse contacted the customer and confirmed that the information technology team had restored internet access to the medication room and the station was brought back online and was functioning properly. The system functioned as intended after the field service engineer assessed the device.